Event description:
The reporter stated that the device is no working as it is supposed to, because she is suffering with acid reflux. She got endoscopy done in the last month and stated that there is esophagus damage level b which was not present before. She could not reach the doctor as he is on vacation and is not calling her back. She wanted to talk about the medication. She also stated that her brother had dies with esophageal cancer and her father had the same problem, the reporter wanted to be ahead of it, but she stated "looks like I'm gonna be with my family ".